Event description:
Caller reported a cgm error, specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset, and the caller was guided through the reset process. Afterward, the error code did not reappear, and the caller successfully started their sensor session.